Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when this disposable sterile foley catheter was used for patients with indwelling catheters, during the period of indwelling use, a large amount of flocculent sediment was discharged from the catheter drainage end. The flocculent material gradually accumulates and clogs the catheter lumen, causing urine to be unable to drain normally, resulting in interrupted drainage and urine reflux. To restore normal drainage, it is necessary to remove the blocked catheter and insert a new one for the patient. This process causes secondary harm such as urethral mucosal injury, pain, and increased risk of infection, while also increasing the clinical nursing workload and patient discomfort.